Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump had partial display. The customer was performed troubleshooting for partial display . The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty x2 on the interface board. Unable to perform the displacement test, self test, or measure the operating currents due to full segment display. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.